Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilation with 3.5x15 maverick balloon catheter, a 2.75 x 32 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. It was noted that the stent strut was damaged by the calcification. The procedure was completed with 2.75 x 28 synergy stent. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilation with 3.5x15 maverick balloon catheter, a 2.75 x 32 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. It was noted that the stent strut was damaged by the calcification. The procedure was completed with 2.75 x 28 synergy stent. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.:synergy ous mr 2.75 x 32mm was returned for analysis. Examination of the crimped stent via scope identified stent damage with struts on the distal end lifted. A section of the undamaged crimped stent outer diameter measured by snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found no damage. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.